Event description:
Customer reported a blank display. The blood glucose reading was 506 mg/dl. Customer treated with manual injection. Customer stated that the insulin pump had not been dropped, bumped or exposed to a strong magnetic field or moisture. Customer stated that the contacts on the battery cap were not missing or corroded and that the battery compartment and spring were not damaged or corroded. Customer was advised to insert a new battery and stated that the display did return. Nothing further was reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.